Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five weeks post implant the right ventricular (rv) lead pulled back and dislodged. The rv lead was revised and during the revision the right atrial (ra) lead dislodged. The ra lead was also revised. Both leads remain in use. The patient was in bradycardia as a result of the dislodgement. No further patient complications have been reported as a result of this event.